Manufacturer narrative:
Investigation summary: the initial reported event was for a detachment of the distal end of the dissection tip on the vasoview hemopro evh system. The device with detached jaw boot was returned. Due to the inconsistencies between the reported event and the returned product, a follow up telephone call was made to the reporter to obtain additional info. After a follow up conversation with the reporter, it was confirmed the jaw boot had detached from the tip of the device. A visual inspection revealed that the jaws were bloody, and burnt. The cold jaw silicon was detached at the tip and was peeling on the sides and top. The detached silicon piece was received separate. Based upon the visual observations, the reported complaint for "boot peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal end of the tip on the vasoview hemopro endoscopic vessel harvesting system broke off inside the pt's leg. The piece was retrieved through the original incision with no other pt effects reported. A new kit was used to complete the procedure.